Event description:
It was reported the patient experienced ¿intermittent stimulation¿ with the stimulation being off ¿several times.¿ the patient was initially implanted with two implantable neurostimulators (inss); however, one ins reportedly malfunctioned ¿without any explanation¿ and was replaced as a result. It was noted the patient¿s ¿other stimulation had no problem and was still implanted.¿ the patient was alive with no injury at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay, with only ¿insignificant anomalies.¿

Manufacturer narrative:
(B)(4).